Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
It was reported that the unit had a navigation ring failure. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28jul2020. B4: 05aug2020. The front bezel was returned to the manufacturer for failure investigation (fi). The front bezel includes the navigation-ring. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.